Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had the device interrogated during a followup examination. Numerous episodes of oversensing were observed as well as a fault code (08). During the replacement procedure a setscrew was found to be retracted, however it could not be turned. The lead terminal pin was removed. A new ICD and pace/sense lead were successfully implanted.